Event description:
Related manufacturer report number: 1627487-2022-05053, 3006705815-2022-16793. It was reported that the patient's ipg became inoperable and one of their leads had migrated. As a result, the patient underwent surgical intervention during which the lead and ipg were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had migrated so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.